Event description:
One of our nurses was pulling up medications out of a toradol vial. She was having a little bit of difficulty drawing up the med, so she tried to pull the needle out. When she did that the red portion of the blunt needle, it's the bd blunt filled needle 18 g 1-1.5 inch needles, the red part came off and left the needle inside of the vial. Lot number 5002107 exp 02-29-2030 it's the bd blunt filled needle 18 g 1-1.5 inch the needle came off from the red portion of the blunt needle and it stayed in the vial.